Event description:
Treatment of a previously ruptured fusiform aneurysm located in the basilar artery. It was reported that the pt underwent treatment with 3 lvis stents were implanted in a telescopic fashion and balloon-assisted coiling. Post procedure, the pt woke up, did well and discharged afterward. Ten days later, the pt re-admitted to the hosp with a subarachnoid hemorrhage (sah) and subsequently expired.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as the stents remain within the pt. (B)(4).